Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned two photo sample noted unopened (with original packaging), lubri-sil foley trays. Visual inspection of the sample noted that photo 1 shows four unopened trays contained within an open shipping box. Photo 2 shows a single unopened tray presented separately. The reported failure could not be evaluated therefore this investigation is considered inconclusive. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: b,d,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, when customer was inserting the syringe to release the urine into the drain bag nothing was coming out. Customer had quite a few with this batch number so this left extremely short.

Manufacturer narrative:
The initial reporter's phone number: (B)(4). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, when customer was inserting the syringe to release the urine into the drain bag nothing was coming out. Customer had quite a few with this batch number so this left extremely short.